Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent delivery wire was noted to be kinked at different places. The stent was returned in its deployed state and was noted to be deformed. The damage noted to the returned device is indicative of the as reported event. It is probable that there were procedural factors present during the clinical procedure, causing the reported friction and the damage noted to the returned device. Therefore an assignable cause of procedural factors will be assigned to this investigation.

Event description:
Based on the investigation of the returned product, it was found that the stent (subject device) was prematurely deployed during use. There were no clinical consequences to the patient.